Event description:
Physician was attempting to treat a tortuous lesion in the cx with 80% calcification and 60% stenosis using a resolute onyx rx drug eluting stent. The lesion was pre dilated. The resolute onyx device was removed from packaging, inspected and prepped as per IFU with no issues noted. The device did not pass through a previously-deployed stent. The physician encountered resistance while advancing the device to the lesion site. Excessive force was used during advancing. It was reported that the device failed to cross/position at the lesion site. It was impossible to cross the lesion with the stent. During crossing of the stenosis, the stent moved on the balloon, but the stent remained on the balloon during the procedure. The device was changed. It was indicated that the movement of the stent on the balloon was due to the presence of calcification. No patient injury reported. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.